Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that they were unable to complete the rewind sequence. The customer was not present at time of call and the caller stated they would call back if issues persisted. No further details could be provided.